Event description:
It was reported that the patient presented with a chronic total occlusion. After pre-dilatation, the xience v stent delivery system (sds) was advanced to the lesion site in the non-tortuous, mildly to moderately calcified, concentric, de novo and fully stenosed lesion in the proximal to mid left anterior descending artery. Upon first inflation, the balloon ruptured at 5 atmospheres. The sds was therefore removed from the patient and the procedure resumed with a same sized xience v. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, bmw universal ii, extream, fielder. Guide cath: heartrail ii 6fr al1.0. Balloon ruptures can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all stent delivery systems (sds) are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use in the finished good lot and then again, once the finished goods lot is completed, a sampling of units are again rupture tested prior to the release of the finished good lot. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. The anatomical conditions reported were mild and moderate calcification with 100% stenosis. It is possible that the sds balloon may have interacted with the anatomical conditions and contributed to the reported balloon rupture. A review of the finished product lot history records (lhr) did not reveal any nonconforming material records (ncmrs) issued for this lot. Although a conclusive cause for the reported balloon rupture can not be determined, there are no indications of a product quality deficiency.